Event description:
During a thoracoscopy, an ethicon endopath ets-flex 45 articulating endoscopic linear cutter with vascular cartridge in place was applied to the pulmonary artery for use. The product apparently misfired causing massive blood loss and conversion to a thoracotomy. Pt was admitted to cardio-vascular intensive care unit postoperatively.